Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during preparation for a total knee arthroplasty surgical procedure, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported, that during preparation for a total knee arthroplasty surgical procedure. The blade broke at the mount. It was also reported, there were no delays and no adverse consequences as a result of this event. It was further reported, that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.